Event description:
It was reported that during a ureteroscopy procedure, a coating detachment occurred. The lesion was located in an unspecified ureter. The sensor 0.035 guide wire was advanced, however, at an unspecified time during the procedure the physician reported seeing "blue flakes" and noted that some of the hydrophilic coating had detached and remained inside the pt. No attempts were made to retrieve the device fragments. It was the physician's opinion that there is no clinical concern for the pt and the particles will be flushed from ureter. It was noted that the procedure was completed with this device and the pt's status is reported as "fine".

Manufacturer narrative:
The device was not returned for eval, therefore, a technical analysis was unable to be performed. The batch number for the incident device was not reported. A shipment history was performed for all batches sold to this customer which identified three potential batch numbers. A device history record (DHR) review of these batch numbers found that the devices met their material, assembly and product specifications. The most probable root cause can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the performance of the device.